Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. Referenced article: t-wave oversensing is more dependent on ICD sensitivity algorithm than lead sensing configuration journal of electrocardiology. 2018 doi: 10.1016/j.jelectrocard.2018.05.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The article described a case of a pacemaker dependent patient where there were incessant and unresolvable twos in two sensing configurations. The patient presented with presyncope and there were inappropriate shocks for rapid atrial fibrillation. The patient underwent an atrial-ventricular node ablation. Over the years the patient underwent several device and lead replacements. At one point the patient was hospitalized for chest pain and dyspnea and telemetry showed the patient was found to be intermittently bradycardic. Interrogation showed twos with inhibition causing ventricular pacing in the thirties. Re-programming was performed which resolved the twos. A few days later the patient developed recurrent exertional lightheadedness and interrogation revealed bradycardia due to twos. Re-programming was performed, and over-sensing was eliminated. Following, the patient complained of progressive weakness and was found to be bradycardic with a paced rate of forty. The ICD was removed, replaced, and at the three month follow up visit there were no more twos. The disposition of the icds is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The article described a patient who received inappropriate shocks for rapid atrial fibrillation. The patient underwent an atrial-ventricular ablation procedure and approximately three years later, the ICD and lead were removed and replaced. Following replacement, the patient developed a hematoma, pocket infection, and there was wound dehiscence. The ICD and lead were removed, and a new system was implanted on the right side. Approximately eight years later, the patient presented with pre-syncope and was hospitalized for chest pain and dyspnea. Telemetry showed the patient was found to be intermittently bradycardic and interrogation revealed t wave over-sensing (twos) with inhibition caused ventricular pacing in the thirties. Re-programming was performed which resolved the twos. A few days later the patient developed recurrent exertional lightheadedness and interrogation revealed bradycardia due to twos. Re-programming was performed, and over-sensing was eliminated. Following, the patient complained of progressive weakness and was found to be bradycardic with a paced rate of forty. The twos were found to be incessant and unresolvable in two sensing configurations. The author felt there were limitations with the auto-adjusting sensitivity algorithm. The ICD was removed, replaced, and at the three month follow up visit there were no more twos. No further patient complications have been reported as a result of this event.